Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: additional information has been requested, but not yet received.

Manufacturer narrative:
Brand name: pelvitex polypropylene mesh, catalog # 486015, (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,as per pfs, ¿outcome attributed to device includes pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence and neuromuscular problems¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Outcome attributed to device includes pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence and neuromuscular problems. The reason for mesh implantation was symptomatic pelvic organ prolapse, apical prolapse ,posterior defect, rectocele, and perineocele.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.